Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t1-12. It was reported that bleeding was observed during screw hole prep which required 2-3 minutes to treat. No additional events were noticed during the procedure. Post-operatively the surgeon postponed extubation because the patient¿s blood pressure had not increased. A CT scan revealed lateral perforation of the t8 screw that was close to the artery however no damage to the artery was observed. The patient condition stabled during the night but worsened the following morning and the patient expired. The cause of the death was determined as multiple organ failure as no definitive cause was found.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.